Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call, he needed assistance with purging air bubbles from the reservoir. Customer stated she had loaded the reservoir on the insulin pump and a day the reservoir would have air bubbles. Customer's blood glucose was unknown. Customer then stated she didn't have air bubbles currently in the reservoir. Customer was advised what may cause air bubbles and how to avoid getting air bubbles. Customer stated that she has done complete set change in the past and issues persist. Customer was advised to monitor and call back when issues occurred. Customer's current blood glucose was 14.6 mmol/l. The reservoir is not returning for analysis.